Event description:
The event is reported as: the customer alleges that the patient had their ventilator tubing disconnected from the isis endotracheal tube 15mm connector. No report of a patient injury. The patient's condition is reported a fine.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per the DHR (device history record) the product tfx isis hvt with stylet 7.5, lot #01j120211 was manufactured on 09/20/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend similar complaints.